Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation regarding the grasper being stuck was confirmed. However, the angulation issue could not be confirmed. In addition to the findings, low angulation in the left direction was found and free play was found. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A field service engineer (fse) reported on behalf of the customer, the grasping forceps got stuck inside of the instrument channel on the duodenovideoscope during an unknown procedure. The customer also experienced an angulation issue with the device previously. During the inspection and testing of the returned device, the instrument channel was found to be buckled, which had prevented the forceps from being removed. There was no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, damage on the biopsy channel was found to be preventing the forceps from being inserted. The root cause of the damage to the biopsy channel could not be confirmed, however, the damage was likely do to user handling. During the device evaluation, it was found that the adhesive on the bending section cover was detached, the forceps get caught during insertion or removal, the plastic distal end cover was shaved, forceps raising angle does not meet the standard value due to damage on the forceps elevator wire, and the bending angle in left direction does not meet the standard value due to wear of the angle wire. However, these defects are not considered severe enough to cause a potential adverse event. The event can be detected by following the instructions for use which states: ¿·preparation and inspection - inspection of the instrument channel and forceps elevator¿. Olympus will continue to monitor field performance for this device.